Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Critical ram parity error occurred on (B)(4)-2011 in address "0e 58". Por (power on reset) severity considered low and device should be able to fully recover after reset. Por timestamp coincided with update to ramware version 8.

Event description:
It was reported that a power on reset occurred. The device remains in use. No patient complications have been reported as a result of this event.